Manufacturer narrative:
The hill-rom tech found the communication cable inoperable. The tech replaced the communication cable to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call was inoperative. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).